Event description:
Customer reported that she ran out of insulin and that the insulin pump did not alarm for no delivery. She reported that it was the second time that happened. The blood glucose reading was 79 mg/dl. The insulin pump passed the high pressure test. The status screen showed the same units of insulin remaining as the reservoir showed. Nothing further was reported.